Manufacturer narrative:
Updated fields - b4,b5, g3, g6, h3, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump(iabp) power chord reactor isn't working. There was no patient involved.